Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The patient had issues since the pump was placed nine years ago and he had a new pump placed (B)(6) 2014. The doctor always said he did not have a spinal cord injury and did not know the diagnosis for sure. The doctor thought he had multiple sclerosis (ms). The patient swore an increase in pump made him worse. This had been going on for about 7-8 years. The patient had issues when first put in with overdose/underdose and they looked at stuff then. It was noted "sometimes it worked and sometimes it did not".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.